Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented for a device interrogation and inappropriate shock therapy for rapid afib was observed. The patient was dizzy. Programming changes were made. The device remains implanted.